Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that screen was black & has a pop-out box to enter the password. A field service engineer worked with the customer to power cycle the station, resolve the basic input/output system prompt, and allow windows updates to complete. After the updates installed, the station successfully booted to the application and was verified to be functioning normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a black screen and was offline on remote smart service. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.